Event description:
It was reported by the sales rep that the endoplege coronary sinus catheter tip came off when the device was it was removed from the introducer. They were able to retrieve the tip; as when the cordis was removed they could see it lodged at the end. This occurred during a mini avr case. No patient injuries were reported.

Manufacturer narrative:
Device is currently under investigation into root cause of this event.

Event description:
It was reported by the sales rep that the endoplege coronary sinus catheter tip came off when the device was being removed from the introducer. They were able to retrieve the tip as when the introducer was removed they could see it lodged at the end on it. This occurred during a mini avr no patient injuries were reported.

Manufacturer narrative:
Voluntary medwatch received from hospital report number mw5036463 linked to this report. Additional information received from hospital on medwatch: balloon deflation of the coronary sinus was confirmed through ease of inflation as well as complete return of instilled contrast and the coronary sinus catheter was carefully withdrawn. Minor resistance during catheter removal was met at the start. Removal continued slowly then became almost effortless providing no indication of catheter malfunction. As the coronary sinus catheter exited the introducer it was immediately observed that the tip had fractured. The surgeon was immediately notified of the findings and the decision was made to procede with removal of the introducer and obtain a chest radiogram. Before catheter removal tee did not show any foreign body in the right atrium or ventricle. The 11french introducer appeared intact. After the introducer was removed inspection revealed the fractured tip of the catheter lodged in the distal end of the sheath.

Manufacturer narrative:
Device received from the customer and is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: catheter was visually inspected and a kink was found from between first and second depth marker bands of the catheter. The kink was also found on the introducer. The wire that forms the body of the cannula was unraveled and exposed. Approximately one inch of the tip was separated from the catheter body. The tip of the catheter was found to be partially detached from the rest of the catheter shaft. The manufacture of the cannula at the contract manufacturer and the introducer at edwards has been discontinued. These devices have been replaced by the next generation of devices. The most likely root cause of the broken tip is the excessive force applied to the cannula while withdrawing it from the introducer. Since the initial procedure was successful, and occlusion and cardioplegia delivery was achieved, the only time that the tip could have broken off was during catheter withdrawal. Manufacturing records showed no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.